Event description:
During trabeculectomy procedure, when implanting the xen glaucoma stent, dr. [Name redacted] noticed the xen implant was not engaging. He attempted twice different implants (sn# redacted). He implanted xen, [sn# redacted] successfully.